Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Subsequently, an empty cartridge alarm occurred. Reportedly, the cartridge still contained insulin. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 260 mg/dl.